Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
Customer reports that the tsvtb10 implant at tooth site #24 was removed due to pain at post-op.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
The reported device was received for evaluation. The reported condition of pain was not confirmed. Visual evaluation of the as returned product identified signs of usage and what appears to be bone pieces and dried blood on the implant external thread. No significant damage was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The DHR was not available electronically for the subject lot number. Therefore, DHR and sterilization record could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review by lot number was performed for similar events and no other similar complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR not available electronically.